Manufacturer narrative:
H3: product analysis of part#3003057 lot# 0711597w visual and optical examination confirmed the zevo plate was returned damaged. One of the locking plate caps has been separated from the plate. Optical inspection confirmed witness marks and material deformation on the locking cap consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterior cervical discectomy and fusion therapy for cervical stenosis. Levels implanted was c3-6. It was reported that surgeon struggled with locking zevo plates after placing screws as the locking mechanisms broke off when he attempted to lock the plate. There were no broken fragments left inside the patient and  no further complications reported regarding the event.